Event description:
It was reported that the patient had an infection and it is unknown if it was device related. It was also noted that the leads were fractured, however, imaging was not obtained to confirm device issue. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7098972, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7098990, UDI: (B)(4).